Event description:
It was reported that patient underwent distal radius fracture procedure utilizing a screwdriver on (B)(6) 2012. During the procedure, the surgeon could not engage the screw with the screwdriver. A competitor's screwdriver was available for use and the procedure was completed without delay. There was no injury to the patient as a result.

Manufacturer narrative:
Although the device is noted as being available for evaluation, it has not been received by the manufacturer to date. However, current investigation into the issue identified the root cause is related to a tolerance stack up issue; investigation is in-process. The results will be forwarded to the FDA upon completion of investigation. The lot number identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
Investigation found a potential tolerance issue between the driver and the screw as reported. A design change has been implemented to change the tip geometry to eliminate potential interference with mating screws.